Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer alleges insulin pump was under delivering insulin due to blood glucose was not going down and treated with manual injection high blood glucose level. Customer stated reservoir had a leak. The reservoir will not be returned for analysis.